Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that when the patient first got the implant the therapy worked great for them; however, from the beginning the ins was too close to the surface of their skin and it hurt them being there. The patient stated the ins site was swollen initially however the therapy worked great for them until it stopped working in july because the lead wire that was on their left side popped out of their skin and that really hurt them. The patient denied that they'd had any traumas or falls that would have led to the event. The patient stated they had an appointment with their managing health care provider (hcp) in august (they though it was in august) where they met with a manufacturer representative (rep). The patient stated it was decided at that appointment that they would move the ins in deeper, put it in "some silicone bag" and put the lead on the right side in a revision that occurred on (B)(6) 2023. The patient stated it wasn't working very well for their symptoms since the revision sothey met at their hcp's office yesterday with the rep and they heard things about the therapy they never knew before. The patient stated they hadn't realized they had 7 programs and overheard bits and pieces of the conversation where they were talking about "4 little leads going out and only one was touching" their nerve so the hcp told the patient after trying each program and asking the patient where they could feel the stimulation. That the best program for the patient was program 6 and that they should be between 0.8 ma and 1.0 ma. The patient stated their hcp told them if program 6 didn't help they could try program 4. Patient services tried to clarify if they were talking about only 1 of the 4 electrodes were touching their nerve but the patient could not clarify further. The patient stated also that they were told by their hcp that their ins battery would go into "standby mode" where it "works" for a while and then goes into "standby" for a while. The patient stated last night they had gone to bed and somewhere between 12 am and 1 am they were getting these real stabs-zings of pain and could really tell when the stimulator was "pushing out" versus when it was in "standby." The patient stated it hurt so much and they even tried different positions to get it to stop. The patient stated it would go on and then it would go off and they would get to rest or try to sleep but then the pain would come back all along their spine and in other places like down to their foot and it nearly made them throw up. The patient stated they were so anxious and afraid laying there waiting for when the pain would start next and it would always start again in the exact same spot. The patient stated it was like someone was remotely controlling their stimulation and torturing them. The patient stated they tried turning the stimulation down but that didn't help so they just turned it off and they were currently not experiencing pain. The patient had called to ask what they should do because they'd turned it back on today and didn't have an issue at this time. Patient services reviewed device description/function with the patient and redirected the patient back to follow up with their hcp to address the issue but also advised turning the stimulator off if they were concerned about the pain coming back. The patient was going to follow up with their managing hcp. They did not say if they would turn their ins off in the meantime or not. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q17a. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 24-apr-2024, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q17a serial# implanted: (B)(6) 2023. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They always had to adjust, the lead slipped twice, and they had more surgeries. It didn't help them with their issue. The device slid out of pocket and stuck out. It hurt and showed through a dress. They were very dissatisfied. This happened within a month of it being inserted into their body.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2q17a implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified that the lead migrated. The cause of the issue was determined to be poor quality of connective tissue to hold the lead steady. The cause of the ins going into standby mode was not determined. They clarified that the patient having more surgeries meant the patient had a lead replacement. It was reported that the issue was resolved.